Event description:
(B)(6) 2023 pts husband called on ((B)(6)) that enfit y-connector tip broke off. Side port could have been used for tf's but pt/husband decided not to and pt relied on oral nutrition through the weekend until hbpc (home based patient care) rd could schedule visit to replace on ((B)(6)). Replaced successfully. Flushed to ensure the tf did not leak at the connection site. This is the 4th patient device malfunction that this institution is reporting. See previous submission.